Manufacturer narrative:
The complaint of no flow / can't prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego¿ connector was found to be occluded during patient use. The reporter stated that the tego connector which is attached to the central line (cul) was working well when flushed, but when connected to the dialysis lines, it would not allow for blood return. It was also stated that everything worked well when another tego was attached. There was no patient harm reported.